Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for pain and associated spasms. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014. Patient received a dilation on (B)(6) 2016. Patient had linx device removed on (B)(6) 2017. The linx device was found in the correct position/geometry at the time of explant.